Manufacturer narrative:
Other, other text: b5: additional information received via email on 11-oct-2021: no patient involvement. The issues were discovered during in house inspection/testing process. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Device had no sound or low sound frequency. Replaced front speaker. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited volume issue and the customer was unable to hear alarm volume on high. No adverse effects reported.